Manufacturer narrative:
The insulin passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus / basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The customer's blood glucose was unknown. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.